Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The analyst noted that the outer insulation was breached at 13.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds to high values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.